Event description:
The penumbra system reperfusion catheter 054 was inserted into a 6f guiding sheath from the right brachial artery. However, the reperfusion catheter 054 was not pushed out of the guiding sheath. The catheter was removed. The physician noticed that the reperfusion catheter was split off. The split catheter was not inserted into the vessel directly. The physician used a new reperfusion catheter 054 and finished aspirating.

Manufacturer narrative:
Device investigation: results: the proximal shaft of the catheter is broken. The break site is 11.5 cm distal of the hub shaft joint. Both sides of the break show flattening and kinks. The break surface shows stretching and tearing. Conclusion: the "split" in the catheter reported in the complaint is actually a break in the proximal shaft. The stretched edges at the break site and the complaint narrative, which described resistance when trying to advance the catheter, suggest that the catheter was forcefully pulled from the guide sheath it had been partially introduced into. The tearing and stretching is typical of tensile force failures. The physician may have kinked the catheter when inserting it into the guide against resistance then decided to remove the kinked device, leading to the stretching an eventually the breaking of the catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.